Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate. Troubleshooting could not be performed as customer did not remember how much insulin was initially loaded onto the cartridge. Customer¿s blood glucose was 233 mg/dl. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate.